Event description:
It was reported that the ventilator generated technical error codes indicating a turbine module error. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the turbine module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned turbine module has been tested in a ventilator. It failed the pre-use check with internal leakage test indicating issue in the blower voltage. During ventilation, it alarmed for technical errors indicating turbine module power failure, turbine under-voltage and, the ventilator switched to 100% o2. Further investigation on the returned turbine showed that replacing the printed circuit board (pcb) inside the turbine module resolved the issue. The turbine generates a controlled airflow from the ambient air. The turbine is powered by a motor driver controlled by the blower module. A faulty turbine module turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue may lead to stop of ventilation. If present, the fault will be detected during pre-use check. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue have been reproduced at the manufacturer site. It was possible to confirm that the replaced turbine module was faulty due to a random component failure in a pcb inside the turbine module.